Manufacturer narrative:
Details of inspection of the device done prior to the event and details of how the procedure was completed are not reported. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. A supplemental report will be filed as the information becomes available.

Event description:
In the reported event at the outpatient facility, during the procedure as the doctor was removing the abdominal fibroid from the patient, pieces of the device had broken off and were found stuck to the fibroid. A check was made to see no pieces were left in the patient. The procedure was completed. There was no harm or adverse impact to the patient. An inspection was made of the device prior to use.

Manufacturer narrative:
The device has been returned and a product investigation completed for it. This is additional relevant information for the complaint. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The actual device lot # is updated to kr857624. The user¿s complaint could not be confirmed. No parts or pieces were missing from the returned device for this event. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found light charring, along with foreign material; however, no metal exposure. The distal end of the device was inspected under a microscope and found some tissue build up, and char marks. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, product investigation was unable to determine where the small black pieces originated from, as the device that was returned for inspection for this event is not missing any pieces at the tip, nor in any other parts of the device. The cause of the char marks on the teflon pad can occur if there is no tissue, or insufficient tissue between the probe and jaw when the device is being activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿.